Manufacturer narrative:
There is no indication that the access® intact pth device was returned for evaluation. The field service engineer (fse) performed system check and all results passed within specification. The fse inspected the instrument and cleaned the wash and incubator wheels then aligned the dispense plate to the wheel. The fse replaced the aspirate probes and primed the system to verify proper aspiration. The fse performed high sensitivity (hs) system check, a 32- repetition low-level precision test, and quality control (qc); all results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to published performance specifications, and the instrument was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported non-reproducible, elevated parathyroid hormone (pth) result, for one patient, involving the access® intact pth assay used in conjunction with the unicel® dxi 800 access® immunoassay system. The elevated result was not released out of the laboratory. The customer reanalyzed the sample, on an alternate unicel® dxi 800 system, and obtained a significantly lower result, which was considered correct and reported to the hospital. There was no patient impact associated with this event. The patient's sample was collected in a serum separator tube (sst) and stored at room temperature between testing. The sample was analyzed in the original collection tube and in an aliquot cup. No sample integrity issues were noted. The sample was centrifuged at an off-site facility. Quality control (qc) was within the laboratory's acceptable range prior to and after the event. No system issues were noted in the event log. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.